Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer biomedical engineer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill error message. No patient involvement or adverse event reported. The customer is a self service account and has declined service from maquet.

Manufacturer narrative:
08/21/2017 02:41 pm (gmt-4:00) added by (B)(6)(B)(6):the event site's biomedical engineer reported that he ran the intra aortic balloon pump (iabp) with a balloon for over 3 hours in auto and semi auto mode with no errors. He checked the fault log for additional error and found none. The iabp was put back into service.

Event description:
The customer biomedical engineer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill error message. No patient involvement or adverse event reported. The customer is a self service account and has declined service from maquet.

Manufacturer narrative:
Correction: date was not entered in the follow up MDR. Date: (B)(4)2017.

Event description:
The customer biomedical engineer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill error message. No patient involvement or adverse event reported. The customer is a self service account and has declined service from maquet.